Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with both results obtained. The expected non-fasting blood glucose test result range is 135 to 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results the product is not stored by customer according to specification in the kitchen.. The test strip lot manufacturer's expiration date is 08/22/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with both results obtained. The expected non-fasting blood glucose test result range is 135 to 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results the product is not stored by customer according to specification in the kitchen.. The test strip lot manufacturer's expiration date is 08/22/2019 and open vial date is 05/16/18. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :330mg/dl date:(B)(6) 2018 time:04:24pm not fasting. Result 2 :303mg/dl date:(B)(6) 2018 time:04:17pm not fasting.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 5/30/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.